Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar shaft separation incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during advancement of the 3.00x12mm nc trek balloon dilatation catheter (bdc) into the guiding catheter, the proximal shaft separated. There was no reported resistance with the guiding catheter during advancement or withdrawal. Another 3.00x12mm nc trek bdc was used to successfully complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.